Event description:
Procedure type: hysterectomy. According to the reporter: the needle fell out of the device into the patient's vaginal cuff. The needle was retrieved. There was no bleeding or tissue damage. Operating room time was delayed more than 30 minutes. There was no additional blood loss of 250ccs or more.

Manufacturer narrative:
(B)(4)